Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 05/23/2014 with the following findings: no power on reset events were recording in the black box to support time and date resets. Pump was exercised for 24 hours, then battery was removed for 6 hours, and the time and date reset to default settings. Pump was open to investigate and the internal battery was found to be leaking and unable to hold a charge. Unrelated to the complaint, there is a crack in the battery compartment and the display is dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery, a dim pink display and a cracked battery compartment. This report is made based on the results of an investigation completed on 05/23/2014.